Event description:
Case description hamilton c6 reg no. (B)(4). Snr (B)(6). Activates suction procedure on hamilton c6 by preoxy, disconnect pat, ventilation suppressed, performs suction procedure, reconnects ventilator, but does not restart and dont resume ventilation. Same errors occur three times in a row. 25/4 evening, patient rises in icp to 50 short-term. 26/4 night when changing filter. 26/4 when tracheal suction for oral care. Failure description: in the case of o2 enrichment and disconnection, the ventilator does not detect reconnection and does not start again when connected to the patient (poor neurological patient). Attempted calibration of fs without improvement. Switched to a new machine and it worked properly. Nurse in charge could repeat fault on testlung after replacing ventilator. When testing again on test lung today it did resume ventilation as expected. Pls see log files and screenshots regarding alarming and actual sequences customer will report case as incident.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The root cause was determined to be the software not supporting a scenario when utilizing the suctioning tool and at the same time the sensor fail mode is triggered. In consequence the software was updated accordingly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.